Event description:
Agent ide (B)(4) study. It was reported that stent under expansion and restenosis occurred. On (B)(6) 2020, the subject presented for percutaneous transluminal coronary angioplasty (ptca). Promus premier and synergy stents were implanted at the ostial left anterior descending (lad) artery with kissing balloon technique at the left circumflex (lcx) artery. On (B)(6) 2021, angiography was performed which revealed patent proximal and mid lad. On (B)(6) 2021, 199 days post stent placement, angiography revealed 70% stenosis at the proximal lad, 80% stenosis at proximal lcx and underexpanded stents at proximal lad and proximal lcx. On (B)(6) 2021, percutaneous coronary intervention was performed with shockwave balloon followed by final kissing balloon technique at the proximal lad and proximal lcx. On (B)(6) 2021, the subject was randomized into the agent ide study and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin (= 72 hours) and other antiplatelet medication, at the time of index procedure. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel was given prior to the procedure. The target lesion was located at the proximal lcx and was 8 mm long with a reference vessel diameter of 3.5 mm. The target lesion was predilated with 3.50 mm x 10 mm balloon with 95% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.50 mm x 10 mm study balloon successfully with 0% residual stenosis and timi flow of 3. Post dilation was not performed. On (B)(6) 2021, the subject was discharged.